Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level (value not provided). The cause was unknown; however, contact suspected it was possible customer consumed carbohydrates without contact's knowledge. Subsequently, the customer was hospitalized. The customer declined troubleshooting with tandem technical support, and declined to provide additional information. Reportedly, the customer reverted to manual injections for insulin therapy.